Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from (B)(6) 2024 and (B)(6) 2024 were investigated. A terumo 50ml syringe was selected and a pca therapy was started. During the therapy the pressure alarm occurred, two times. The reason for the pressure alarm could not be clarified. At the end of the infusion, a bolus was given 43 times. Overall, 41,82ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Event description:
According to the event description: volume reflected should be 820 micrograms (mcg) in total, but shown as 796.4 micrograms (mcg) in total. Volume reflected should be in whole number and not in decimal point.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.